Event description:
Medtronic received information that a failed edwards valve required surgical intervention consisting of a transcatheter valve in valve procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)